Manufacturer narrative:
The baton was replaced for the customer. The video monitor and the baton were returned to verathon for evaluation. The product was received and tested by verathon technical services, the reported intermittent image or the green lines could not be duplicated. Since the baton was replaced for the customer, the returned baton was scrapped. The video monitor was tested and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the display had green lines and an intermittent loss of image. A five (5) to ten (10) minute delay in the procedure was reported, while preparing a second glidescope avl monitor. No harm to patient or user was reported.